Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd intima ii¿ IV catheters with prn adapter leaked. The following information was provided by the initial reporter: "the nurse found that there was blood leakage at the connection of the indwelling needle, and there was leakage of the injected medicine. "

Event description:
It was reported that 2 bd intima ii¿ IV catheters with prn adapter leaked. The following information was provided by the initial reporter: "the nurse found that there was blood leakage at the connection of the indwelling needle, and there was leakage of the injected medicine. "

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1230634. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A 45psi leakage test was performed on retained samples of this batch, and no leakage was found at septum site of indwelling needle. As samples and photos were not returned the complaint could not be confirmed and the root cause is undetermined.